Manufacturer narrative:
On (B)(6) 2018, mentor received additional information about the event. Patient had replacement surgery with mentor memorygel breast implant 425cc gel breast prostheses on (B)(6) 2018. (B)(4).

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor memorygel breast implant 350cc, cat. #3507350bc, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) -year-old female patient underwent a breast reconstruction revision procedure with two mentor memorygel breast implant 350cc gel breast prostheses that both ruptured after implantation. As a result, the patient underwent bilateral explantation on (B)(6) 2017 and both explanted prostheses were discarded. This medwatch report is for the right gel breast prosthesis.

Manufacturer narrative:
On 02/20/2019, mentor received additional information about the event: - it was previously reported that the explantation date is (B)(6) 2017. New information states that the explantation date is (B)(6) 2017. - it was previously reported in follow up report #1 that the patient had replacement surgery with mentor memorygel breast implant 425cc gel breast prostheses on (B)(6) 2018. New information states that after bilateral explantation on (B)(6) 2017, patient had both explanted devices replaced with mentor memorygel breast implant 500cc gel breast prostheses. Manufacturer¿s reference number: (B)(4).